Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, it was noticed that the device was retuurned with the dilator still inserted. The sheath was being prepared for leak test, as deionized water was injected through the flush lumen port, the hemostatic valve was observed to constantly leak. Therefore, pressure could not be sealed inside the sheath and leak testing could not be performed. Removal of the handle cap to inspect the internal components found damages on the hemostatic valves. These two defects created a significant leak path from the proximal end of the flush lumen line.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath was selected for use. When the sheath was being aspirated with a syringe, it was noticed that the valve was not right, and air bubbles were seen inside the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath was selected for use. When the sheath was being aspirated with a syringe, it was noticed that the valve was not right, and air bubbles were seen inside the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.